Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in the ER following a syncopal episode. Session review noted multiple reversion episodes on the device. Possible emi was revealed. Programming changes were made. Patient will be monitored.